Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2:reference MFR. Report: 1627487-2015-03477. The patient reported she stopped using her system approximately two years ago due to ineffective stimulation (date of event is unknown). The patient's system was reprogrammed closer to her implant date but since then the patient had decided to refrain from reprogramming . The patient's pain (abdominal) has worsened. Surgical intervention will be taken at a later date as the patient would like the system explanted as she desires to to undergo an abdominal MRI.